Manufacturer narrative:
Update to block h6 conclusion code. Additional suspect medical device components involved in the event: product family dbs-linear leads, upn m365db2202450, model db-2202-45, serial-lot (B)(6), batch (B)(6). Product family dbs-extension, upn m365nm3138550, model nm-3138-55, serial-lot (B)(6), batch (B)(6).

Event description:
It was reported that the patient underwent a procedure in which their entire deep brain stimulation (dbs) system was explanted for an unknown reason. The explanted devices will not be returned. No further information can be obtained.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family dbs-linear leads: upn m365db2202450. Model db-2202-45. Serial-lot (B)(6). Batch 7072613 and 7073058. Product family dbs-extension: upn m365nm3138550. Model nm-3138-55. Serial-lot (B)(6) batch 7076049 and 7076065.

Event description:
It was reported that the patient underwent a procedure in which their entire deep brain stimulation system was explanted for an unknown reason. The explanted devices will not be returned. No further information can be obtained.